Event description:
It was reported that during an unk procedure, the surgeon used a cartilage and found there's bleeding on sleeve bed which is unusual than any other day. The surgery was delayed by 60 minutes and completed successfully. Surgeon had to intervene multiple time to achieve the hemostasis.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: how much blood was lost (ml)? That¿s not accounted for. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? There were malformed staples. How was the bleeding controlled? Bleeding was controlled by applying either ligation clips or hemostats wherever necessary. Did the patient require a transfusion? Yes, one unit was transfused. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown patient care. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2024. D4: batch # 545a58. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60g reload (f) was received fully fired. Upon further inspection, the reload was found to have damage on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 545a58, and no non-conformances were identified.